Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the monopolar curved scissors (mcs) were working normally during surgery, but suddenly the steel wire broke. The mcs were replaced and the procedure was completed without complications. The procedure was completed with no reported injury.